Event description:
A journal article was reviewed which contained information regarding leads and implantable pulse generator (ipg)s. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique lead/serial numbers. The article indicated that the patients were pacemaker dependent and ¿inhibition of pacing provoked symptomatic ventricular pauses or intense bradycardia.¿ the status of the leads and devices is unknown. Further follow up did not yield any additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. The gender of the baseline characteristics is approximately 44% male and the baseline age is approximately 70 years old. Possible device models could include: the kappa series of generators (400, 700, and 900). Correspondence was sent to the author requesting additional information, with no reply at the time of this report. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: medium-term effects of septal and apical pacing in pacemaker-dependent patients: a double-blind prospective randomized study. Pace pacing and clinical electrophysiology. 2014;37(2):207-214. Concomitant medical products: product ID: mdt-ipg. (B)(4).